Event description:
It was reported that the atrial lead exhibited noise. The lead was capped and replaced during a routine pulse generator change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.